Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a spinal therapy device used dur ing a procedure for a vertebral compression fracture at level l3. During the procedure, an 11-gauge bone access needle was used to access the pedicles, followed by insertion of a blunt tip guide wire to exchange the bone access needle with the t15d osteointroducer. While advancing the t15d osteointroducer over the guide wire, an obstruction was encountered that prevented smooth advancement. Upon identifying the issue, the guide wire was gently retracted to ensure it did not advance anteriorly into the vertebral body, and while maintaining firm control of the guide wire, additional pressure was applied to the t15d osteointroducer, allowing it to be carefully advanced into the appropriate position within the bone. The procedure was then completed without further incident, with no harm to the patient, no procedural delay, and no reported patient symptoms. Although the obstruction was overcome by applying increased force, it was noted that this could present a potential safety risk if not carefully managed, as inadvertent advancement of the guide wire through the anterior vertebral wall could pose a risk of injury to adjacent structures.

Event description:
Additional information received that device used for kyphoplasty procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.